Event description:
Procedure: laparoscopic duodenal switch. According to the reporter, the tissue was very thick. When the device was fired the staples did not form properly and remained open. This resulted in a "hemorrhage." This required the surgeon to manually suture and thus extended the case by 1 hour.